Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the implant was depleting faster than normal and required more frequent charging. Patient stated that previously the charge lasted two weeks or longer. Agent reviewed information. Agent redirected the patient to healthcare provider (hcp) and manufacturing representative (rep) for further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.